Event description:
It was reported that occlusion alarms occurred. Reportedly, the customer was using cold insulin in the cartridge. The customer was educated on the proper load techniques. There was no adverse impact to customer¿s blood glucose level. Reportedly, customer changed pump supplies to address the issue.